Event description:
Craniotomy, clamp moved and caused bleeding. The staff had to wait until the bleeding stopped.

Manufacturer narrative:
Have requested further info. We do not know the part #, lot #, date of surgery, etc. Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a f/u report will be sent. The user facility is foreign; therefore a facility ,medwatch report will not be available.